Event description:
It was reported that the patient experienced ventricular fibrillation (vf). After completing the pulmonary vein isolation (pvi) procedure, direct current (dc) cardioversion was performed using the beeat device, which resulted in vf. The cause is unknown, whether it was an anomaly of the shock automated external defibrillator (shockat) or the timing of the dc after the pulse. The farawave pulsed field ablation (pfa) catheter is not expected to be returned as it was disposed by the facility, therefore the lot number is not available. It was further reported the vf was identified with electrocardiogram and the vf was treated with an external defibrillator. There were no patient symptoms as a result of the rhythm acceleration. The patient was stabilized. Attempts were made to get the current patient status and to see if the patient was hospitalized or not but no further information is available from the customer.

Manufacturer narrative:
Additional information was provided in section b2 outcomes attrib to adv event, section b5 describe event or problem and section h6 impact codes. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf). After completing the pulmonary vein isolation (pvi) procedure, direct current (dc) cardioversion was performed using the beeat device, which resulted in vf. The cause is unknown, whether it was an anomaly of the shock automated external defibrillator (shockat) or the timing of the dc after the pulse. The farawave pulsed field ablation (pfa) catheter is not expected to be returned as it was disposed by the facility, therefore the lot number is not available.